Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one pump was not returned for evaluation. One controller, two batteries, one controller ac adapte were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. Visual inspection revealed the output cable connector was worn. This did not affect the functionality of the device; the controller ac adapter was able to adequately connect to a controller. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection; the batteries were able to adequately connect to a controller. Failure analysis revealed that the returned controller passed visual inspection. Functional testing revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. As a result, the reported bent pin and poor mechanical connection events could not confirmed; however the worn output cable connector on the controller ac adapter most likely contributed to the reported event. Functional testing also revealed that the controller exhibited a controller fault alarm and the "no power" alarm did not activate when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the ¿no power¿ alarm. Supplemental testing revealed that the nimh battery was swollen and the cells had voltage levels below what was expected. Log file analysis also revealed a controller power up event on (B)(6) 2019 at 04:28:02. The data point prior to the loss of power revealed that a power adapter was connected to power port one and (B)(6) was connected to power port two with 96% relative state of charge (rsoc). The data point recorded after the loss of power revealed that there was no power source connected to power port one and (B)(6)was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 52 seconds. Log file analysis also revealed two controller fault alarms and multiple event exceptions were logged on (B)(6) 2019 due to a fault in the internal battery. As a result, the reported loss of power and controller fault alarm events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. Based on the available information, the most likely root cause of the controller ac adapter connector damage can be attributed to wear, likely due to normal disconnection and reconnection between the ac adapter output cable and metal power port connectors on the controller. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was opened to investigate bent/damaged pins with controller 2.0 and damaged ac adapter cable connectors.an additional internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 131 h6: FDA conclusion code(s): 4307, 19 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the shoulder pack was returned due to a broken plastic window, possibly as a result of the patient's fall. The shoulder pack subsequently tested out-of-specification on manufacturer's analysis.

Manufacturer narrative:
H10: product 2060 and product event summary additional products: d1: heartware ventricular assist system ¿shoulder pack d4: model #: 2060 / catalog #: 2060, expiration date: unk, serial or lot#: unk, UDI #: asku. D10: yes, return date: 03-dec-2019. H3: yes. Dev rtn to MFR? Yes. H4: mfg date: unk. H5: no. H6: patient code(s): c76143. H6: device code(s): c62973. H6: FDA method code(s): 10. H6: FDA results code(s): 135, 180. H6: FDA conclusion code(s): 19. Product event summary: one hvad pump was not returned for evaluation. One controller, two batteries, one controller ac adapter, and one shoulder pack with an unknown lot number were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned shoulder pack revealed a damaged viewing window and a damaged snap hook on the shoulder pack strap. As a result, the reported shoulder pack damage event was confirmed. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing. Visual inspection revealed the output cable connector was worn. This did not affect the functionality of the device; the controller ac adapter was able to adequately connect to a controller. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection; the batteries were able to adequately connect to a controller. Failure analysis revealed that the returned controller passed visual inspection. Functional testing revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. As a result, the reported bent pin and poor mechanical connection events could not confirmed; however the worn output cable connector on the controller ac adapter most likely contributed to the reported event. Functional testing also revealed that the controller exhibited a controller fault alarm and the "no power" alarm did not activate when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the ¿no power¿ alarm. Supplemental testing revealed that the nimh battery was swollen and the cells had voltage levels below what was expected. Log file analysis also revealed a controller power up event on (B)(6) 2019 at 04:28:02. The data point prior to the loss of power revealed that a power adapter was connected to power port one and (B)(4) was connected to power port two with 96% relative state of charge (rsoc). The data point recorded after the loss of power revealed that there was no power source connected to power port one and (B)(4) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 52 seconds. Log file analysis also revealed two controller fault alarms and multiple event exceptions were logged on (B)(6) 2019 due to a fault in the internal battery. As a result, the reported loss of power and controller fault alarm events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. The most likely root cause of the shoulder pack damage can be attributed, but not limited, to wear and/or to the handling of the pack. Based on the available information, the most likely root cause of the controller ac adapter connector damage can be attributed to wear, likely due to normal disconnection and reconnection between the ac adapter output cable and metal power port connectors on the controller. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was opened to investigate bent/damaged pins with controller 2.0 and damaged ac adapter cable connectors. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient's cause of death was multi organ failure.

Manufacturer narrative:
Upon secondary review the reported event of the damaged shoulder pack window did not cause or contribute to death or serious injury and is not likely to do so if it were to recur. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the controller contained in this complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: one (1) controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection. Functional testing revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. As a result, the reported bent pin and poor mechanical connection events could not confirmed. Functional testing also revealed that the controller exhibited a controller fault alarm and the "no power" alarm did not activate when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the ¿no power¿ alarm. Supplemental testing revealed that the nimh battery was swollen and the cells had voltage levels below what was expected. Log file analysis also revealed a controller power up event on 27-nov-2019 at 04:28:02. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and a battery was connected to power port two (2) with 96% relative state of charge (rsoc). The data point recorded after the loss of power revealed that there was no power source connected to power port one (1) and a battery was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 52 seconds. Log file analysis also revealed two (2) controller fault alarms and multiple event exceptions were logged on 27/nov/2019 due to a fault in the internal battery. Additionally, log files revealed that the controller was in use for more than 2 years. As a result, the reported loss of power and controller fault alarm events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation was opened to evaluate internal battery issues with controller 2.0. Additional products: d4: serial or lot#: (B)(6) h6: FDA conclusion code(s): d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420/ catalog #: 1420/ expiration date: 28-feb-2018/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, 03-dec-2019. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 28-feb-2017. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Device: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019/ serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, 03-dec-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Medical device: mfg date: 25-pr-2019. Labeled for single use? No. (B)(4). Brand name: heartware ventricular assist system ¿ battery medical device: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019/ serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation? Yes, 03-dec-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 25-apr-2019. Labeled for single use? No.(B)(4). Brand name: heartware ventricular assist system ¿ cac adapter, medical device: model #: 1430de / catalog #: 1430de / expiration date: 15-feb-2016/ serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, 03-dec-2019. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 15-feb-2015. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found in bed at night with both power sources disconnected. The power sources were reattached and 40 minutes later the patient was found on the floor after a fall with both power sources disconnected. A controller fault alarm was triggered, and the patient was noted to have a nosebleed. There was a poor mechanical connection between the batteries, controller ac (cac) adapter and the controller. It was also noted that the controller had bent pins on the power ports and the shoulder pack's window was damaged. The following day the patient's health condition declined, the ventricular assist device (vad) was turned off and the patient subsequently died.